Event description:
The hospital experienced a decrease in liter flow from the medical oxygen supply. Respiratory therapist was administering an inline breathing treatment to the pt. Respiratory therapist noted, the ventilator alarming for low oxygen inlet- not enough liter flow for the ventilator to function efficiently. The respiratory therapist immediately changed over to tank oxygen and supported ventilations with an ambu bag. The respiratory therapist had the cna, who was in the room; take over ventilating the pt with the ambu bag. The respiratory therapist went to ICU. At 15:21, the son stated his mother looked blue, he left the room to find the nursing supervisor. The cna continued to support ventilations with the ambu bag. At 15:24, a respiratory therapist came into the room, he took over ventilating the pt and the cna left the room. At 15:30, the pt's rn came into the room, along with the nursing supervisor and son. The nursing supervisor initiated a code blue. Resuscitative measures were performed, code blue was unsuccessful; pt was pronounced at 15:55. This event occurred approx one hour after oxygen tank had been filled by the vendor.